Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated that reservoir had leak between o rings. The customer pulled the reservoir out and noticed that there was insulin in the reservoir compartment. Troubleshooting was unable to complete for leak in reservoir. The product will not be returned for analysis.